Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead had been severed 176 mm from the terminal pin. Two segments were returned which were 485 mm in total length; a mid-body segment of the lead appears to be missing. High powered microscopic inspection on the portion that was severed noted all filars appear to have been cut and there was heavy blood infiltration in both lead lumens. Resistance testing to evaluate lead electrical performance was performed on the two returned lead segments, and the measurements were within normal limits. Laboratory testing confirmed that the lead had been cut while it was implanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead presented with pacing impedance measurements above 3,000 ohms. The measurements have been out of range on this lead since the patient underwent a device replacement procedure that occurred in (B)(6) 2017. A revision was performed and visual inspection of the ra lead discovered that it had been cut almost in half; it is believed that this damage occurred during the replacement procedure. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.